Manufacturer narrative:
The malfunction involved a component of an end-of-life system that remains installed at a facility without an active service contract. Repair or replacement is not available, and the device was not returned for evaluation. Accordingly, no further investigation was performed. No adverse patient outcome was reported.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) called the technical service engineer (tse) to informed that arm 2 was not free to move. No recoverable faults were displayed. At the time of the call, the csr performed a system restart, including emergency power off (epo). The csr confirmed that the system started up without faults and the issue occurred after an instrument replacement. After attempts to recover, the problem persisted. The csr was able to move arm 3 for arm 2 position to proceed with training. There was no report of patient involvement.